Manufacturer narrative:
Upon completion of the device evaluation it was identified that the back rest was loose wobbly, however would still be able to support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the foot strap is broken and the upper handles will not lock due to missing latches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the backrest is broken and will not support weight, the foot strap is broken, and the upper handles will not lock due to missing latches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.